Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced pn: 380731-47 viewer to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The surgeon side console (ssc) viewer was analyzed and found that errors 307,25730, and 31089 had occurred. Performed troubleshooting and found that the errors are pointing to the viewer. Replaced viewer to address reported issue. Performed visual inspection and found no problem related to reported issue. Checked lighthouse/aperture and confirmed errors 307,31089, and 25730 had occurred. Installed viewer on an internal equipment, fixture, or tool (eft) system and could not replicate reported issue during system testing. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted radical transvesical prostatectomy surgical procedure, the customer reported the system powered up with error 307 and a message indicating the head in the display is not available. The technical support engineer (tse) requested that staff power-cycle the system and remove surgeon side console (ssc)2. The staff removed ssc 2, and the system powered on normally. The staff are proceeding with the procedure. The reporter requested the field service engineer (fse) follow-up to be ready to verify the ssc. The procedure was completing as planned with no reported injury.